Manufacturer narrative:
Investigation: a device history record review was completed by our quality engineer team for provided lot number 7083671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system - dual port 18 ga 1.25 in. The following information was provided by the initial reporter, "this morning we have had a failure of a number 18 IV cannula. Inserted well, but started spewing blood from the catheter right close to the wings. When looked closely at the cathelon, we saw blood spewing from a hole in the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd nexiva¿ closed IV catheter system - dual port 18 ga 1.25 in. The following information was provided by the initial reporter, "this morning we have had a failure of a number 18 IV cannula. Inserted well, but started spewing blood from the catheter right close to the wings. When looked closely at the cathelon, we saw blood spewing from a hole in the catheter."